Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All buttons functioned properly. No number ramping anomaly was noted on the display. However, corroded keypad traces were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump has a keypad anomaly. Blood glucose reading at the time was 96 mg/dl. Numbers are scrolling without input. Advised that the insulin pump will be replaced. Nothing further reported.